Event description:
The hospital alleged that the patient felt an electrical shock on their leg as the physician attempted cauterization during a colonoscopy procedure. There was no evidence of patient burns.